Event description:
Customer is calling because his blood sugars have been high lately. He believes that his spirit combo insulin pump is not delivering insulin correctly. Customer stated he has been able to self treat to bring his blood sugar back down. No adverse event was reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.